Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, damaged ac connector, and a damaged remote dose connector. Functional testing was unable to verify or duplicate an unknown issue; however, the there was a damaged dso seal, damaged ac connector, defective remote dose connector. The dso seal, ac connector, and remote dose connector were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device was sent in for repair for an unknown issue. There was unknown patient involvement.